Manufacturer narrative:
The reported issue was confirmed and the pump modules that had this issue were repaired by the service depot. One of the 27 recorded pump modules did not have a confirmed display problem but was repaired for channel error code 13-1033-149. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that they have had to replace 27 pump module leds display due to the far right decimal going out. There was no patient involvement.